Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the dark circles and oral commissures with juvéderm volbella with lidocaine. Eleven months later patient developed "brutally pain and edema, induration" and nodules at the injection sites. Patient was treated with hyaluronidase. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, induration, pain, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of nodules, induration, pain, and edema as follows: warnings ¿ "injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days." Precautions. ¿ "the safety and effectiveness for the treatment of anatomic regions other than the lips and perioral area have not been established in controlled clinical studies." Adverse events. Per table 1: injection site responses by severity after initial treatment occurring in >5% of treated subjects possible injection site responses post injection with juvéderm voluma® xc include swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness.

Event description:
Healthcare professional reported patient was injected to the dark circles and oral commissures with juvéderm® volbella¿ with lidocaine. Eleven months later patient developed "brutally pain and edema, induration" and nodules at the injection sites. Patient was treated with hyaluronidase. Symptoms are ongoing.